Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-3652sp, fibertak, serial/batch number (B)(6), was received for investigation. Visual inspection noted that the device was returned disassembled. Additionally, the suture was frayed/damaged, which is likely related to the complaint allegation. Functional testing was performed by assembling the device with the suture system. The most likely cause of the reported failure can be misuse/mishandling due to damage to the device.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a rotator cuff repair surgery the fiber was untangled. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. On (B)(6) 2025: received further information that the fiber unraveled while being inserted into the patient, but it did not remain in the patient.